Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of an unruptured saccular aneurysm measuring 5mm located in the ophthalmic segment of the left ica (internal carotid artery). Dual antiplatelet therapy was given to the patient. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the first pipeline (5mm x 18mm) would not open distally after it was released from the capture coil and was removed from the patient. The second pipeline (5mm x 20mm) appeared to be twisted medially. Balloon angioplasty (an option presented in the instructions for use, u.s.) Was performed on the distal and proximal ends of the pipeline in order to open the middle section of the pipeline. The patient had good contralateral blood flow and awakened responsive to commands. Post procedural angiogram showed slow flow into the aneurysm. It was reported the patient was discharged from the hospital and was doing fine. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2014-00425.